Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿broken¿ catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a portion of 4fr s/l groshong nxt clearvue catheter. The depicted region comprised a two-piece connector assembled with a partially visible catheter. An injection cap was attached to the luer hub. No obvious usage residues were observed on the depicted device. A red circle was superimposed over the visible region of catheter distal of the connector. No defect or damage was discernible through inspection of the submitted photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reap1678 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reap1678) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2017 the PICC was 'broken' in the blue catheter, a few centimetres away from the extension leg. There was no reported patient injury. The facility has addressed this with our staffing to ensure it is secured and positioned appropriately as well as correct handling and use of protocol is being followed (correct syringes/flushing/dressing etc). Unfortunately as you are aware we do not have any that were taken out to send off as this was found by off chance.